Event description:
It was reported that during a da vinci-assisted surgical procedure, after an instrument was installed on the patient side manipulator (psm) 3, the psm stopped responding, presented a yellow fault, and a message "arm not free to move." After rebooting and removing the instrument, the fault continued. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and found that axis 3, on the patient side manipulator (psm), was not free to move due to a brake fault. No errors were noted in the log files. The psm was replaced to resolve the reported problem. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the reported problem. The reported failure was able to be reproduced during power up. The reported complaint was confirmed based on the failure analysis investigation.